Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 43-year-old female patient presented with de novo cardiomyopathy and cardiogenic shock, scai stage e (initial lactate 19.6 mmol/l, ef 10¿15%, bnp 22,693 pg/ml). The clinical team elected to implant an impella 5.5 for mechanical circulatory support. Backup escalation to ecls was prepared but ultimately not required. The impella 5.5 provided effective support for a total of 24 days. During support, a brief episode of ventricular tachycardia occurred and was treated medically. On day 3, one of three blood culture samples returned positive, and antimicrobial therapy was initiated. On the same day, a gastrointestinal bleed required intervention and transfusion; the patient had pre-existing anemia (hemoglobin 9.2 g/dl). After approximately 10 days of support, the patient developed a platelet decline, and heparin-induced thrombocytopenia was suspected. Anticoagulation therapy was adjusted, and transfusions were administered as needed. Minor oozing at the access site and at the swan-ganz catheter site was managed with manual compression. Suction events occurred and were resolved per IFU, using echocardiography-guided volume administration and at least one device repositioning. However, suction occurred multiple times. Additionally, urine output was initially low but gradually improved; continuous renal replacement therapy was not required. The patient was successfully weaned from impella 5.5 support after 24 days.